Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
A recalibration was performed while the patient was in the intensive care unit and the patient already had a left ij sg catheter placed for a reason unrelated to the sensor. The sensor was recalibrated, and the mean was increased by 17.1 mmhg. Readings were observed under the manufacturer's patient care network database.¿ it was confirmed that hospitalization and catheter placement were not caused by the cardiomems.